Event description:
Boston scientific received info that this right ventricular (rv) lead was electively explanted due to increased rv threshold and inconsistent r-wave measurements. The pt's physician elected to replace the lead. No adverse pt effects were reported during the procedure.